Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There has been no other complaint reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, a crack was visualized in the implanted iol. The iol was floated out of the capsular bag with viscoelastic. A new iol was inserted into the capsular bag. The original iol was grasped and cut in half with the iol cutters. The iol was then grasped and removed from the eye.